Event description:
Customer reporting 1 conflicting sars result. Initial testing on first instrument produced a sars negative result. The cartridge from the first instrument was read on an additional instrument producing a positive result. It is unknown the time-frame from when the test was performed and then read on the 2nd instrument. No additional confirmatory testing was performed. It is unknown if the patient was symptomatic.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.